Event description:
During an initial implant procedure while removing the sheath, the helix of the right ventricular (rv) lead had retracted on its own. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.